Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 2/13/2025: the sutures were cut, and the anchors remain in the patient. The case was delayed between two to three minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/3/2025, it was reported by a sales representative via email that two ar-3636 knotless 1.8 fibertak sutures locked and could not be tensioned further. The surgeon used an ar-3610dc-3 disposable curved instrument kit to prepare the bone and implant the fibertak devices. Both anchors were inserted in standard fashion and the drill was cycled three times before insertion of the implant. The implants were set, the repair stitches were passed around the labrum and then converted using the fiberlink within the anchor. But the sutures could not be tensioned. The case was completed using two additional ar-3636 knotless 1.8 fibertak from different lot numbers. This was discovered during an anterior labral repair procedure on (B)(6) 2025.